Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during prime. Per the initial report, the home patient (hp) had a leaking cassette. The hp stated that there was a leak in the cassette. Global product surveillance (ps) contacted home patient (hp) on (B)(6) 2011 regarding the sample return. The hp was able to complete therapy with new supplies. The hp stated that the cassette had a hole in it. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4) . The leak could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. The assignable cause for the reported problem was undetermined.